Manufacturer narrative:
(B)(6). The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: painful swollen breasts, hard, distorted, encapsulation.

Event description:
Physician reports patient experienced "painful swollen breasts, hard, distorted, encapsulation." Device has been explanted and replaced. This relates to the left device.